Event description:
Information was received indicating that a day smiths medical cadd-legacy duodopa ambulatory infusion pump was left on a patient over night because the patient's wife "does not always want to change the pump." It was reported that the patient did not notice any difference and no adverse patient effects were reported. Per reporter the night pump was increased to "cdd 6,7 cdn 5,0."